Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 171 mg/dl. (Strip lot 4977622) and 67 mg/dl (strip lot 497687). The test strips from lot 4977622 were discarded; strip lot 497687 was requested for evaluation.